Manufacturer narrative:
The complainant in (B)(6) did not retain the product after explant for analysis. The (B)(6) registry team did not furnish other clinical details that lead to a definitive root cause, beyond the fact that both limbs were ischemic. The cause of the ischemia could not be determined. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp pump support in (B)(6) 2020. The support was successful for over 10 days in combination with ECMO. Later in (B)(6) 2022 the (B)(6) registry noted limb ischemia during the support. An update was shared in which the limb had intervention in the form of external bypass. The limbs were ischemic with both impella and the ECMO placement in the other leg.